Event description:
In 2020-2021 herniamesh performed a retrospective analysis of clinical data on "surgical mesh" products (post-market clinical follow-up). Five cases of ischemic orchitis were detected on a population of 150 patients who were treated with hertra 6 and hertra 9 for the treatment of inguinal hernia. The above five cases of ischemic orchitis were detected after 1 month of follow-up and subsided completely at 24 months of follow-up. No evidence of further complications has been recorded during long term follow up (24 months) data analysis.